Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. The customer¿s blood glucose (bg) level subsequently decreased to 45 mg/dl and customer experienced some confusion as a result of bg level. The customer consumed carbohydrates to address their bg. The customer continued to use the pump for insulin therapy.